Event description:
The customer reported the top half of the monitor was blank causing the images to be non-interpretable. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor was replaced. The system was then found to be operating as intended.